Manufacturer narrative:
(B)(4). The device was not returned; however the serial number is known. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) received a high drain alarm 101 (night drain cycle one). (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.) The hp¿s last fill volume equaled 0ml and the hp¿s initial drain volume alarm equaled 2028ml. The hp¿s total drain volume equaled 12054ml. The hp¿s total ultrafiltration (uf) equaled 2558ml; the hp¿s total uf by cycle equaled: cycle five equaled 252ml, cycle four equaled 109ml,cycle three equaled 69ml, cycle two equaled 65ml, and cycle one equaled 2063ml. The hp stated they had trouble draining during drain one. Their nurse advised them to disconnect and manually fill to aid in draining. The technical service representative explained the alarm and advised the hp of proper procedures. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.